Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results did not confirm the alleged complaint that the instrument's tips were twisted and stuck. The grip tips were found to be aligned. The grip tips met when the grips were opened and closed. Engineering evaluation also observed a broken pitch cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was found to be missing. The clevis did not exhibit any damage or wear marks. On (B)(4) 2013, isi contacted the initial reporter of this complaint to obtain additional information. The initial reporter denied that any fragments fell and no patients were harmed because of the alleged issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that the tips of a fenestrated bipolar forceps instrument were twisted and stuck. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.